Event description:
Medwatch report from user facility indicates that a (B)(6) athlete had alpsa repair in (B)(6) 2006 for recurrent subluxation and pain in her right shoulder. On (B)(6) 2006, the pt required subsequent surgery related to unk hardware failure. No other info is available for this incident. Add'l info from user facility report: dr (B)(6) met with MFR in (B)(6) 2006.

Manufacturer narrative:
The device is not being returned for eval therefore, no determination could be made for the reported incident. (B)(4) 2007. Add'l info from user facility report: (B)(6) : smith & nephew (B)(4), add'l lot #s: 50124685, 50099296, other#: dl10595.